Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of peptic ulcer in 2005 and streptococcal sore throat, benign neoplasm of colon, gallbladder operation, lactose intolerance, disaccharidase deficiency, obesity, diverticular disease, gastroesophageal reflux disease, myelopathy, depression, headache and weight increase. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3532 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: insertion date updated from 2015 to (B)(6) 2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pif received. Reporter information, product stop date, start date, action taken with drug, removal details added. Event: injury nos updated to medical device removal. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of peptic ulcer in 2005 and streptococcal sore throat, benign neoplasm of colon, gallbladder operation, lactose intolerance, disaccharidase deficiency, obesity, diverticular disease, gastroesophageal reflux disease, myelopathy, depression, headache and weight increase. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3532 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: insertion date updated from 2015 to (B)(6) 2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of peptic ulcer in 2005 and adenomyosis, cholecystectomy, peptic ulcer, memory loss, dyspareunia, uterine fibroids, pelvic organ prolapse, stress urinary incontinence, streptococcal sore throat, benign neoplasm of colon, gallbladder operation, lactose intolerance, disaccharidase deficiency, obesity, diverticular disease, gastroesophageal reflux disease, myelopathy, depression, headache and weight increase. Previously administered products included: mirena and sumatriptan succinate. The patient had a family history of diabetes mellitus and multiple sclerosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3555 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: insertion date updated from 2015 to (B)(6) 2012. Discrepancy noted: removal date: as per argus: (B)(6) 2021. As per mr: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 44.365 kg/sqm. [Pathology test] on (B)(6) 2021: final diagnosis: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus with adenomyosis and proliferative endometrium. Cervix with nabothian cysts and focal parakeratosis. Unremarkable bilateral fallopian tubes. Negative for malignancy. Specimen: uterus and cervix non tumor bilateral fallopian tubes. Surgical procedure: total vaginal hysterectomy, bilateral salpingectomy. Gross description: the uterine fragments vary in size from 3.5 x 2.7 x 2.5 cm up to 6.5 x 5.0 x 4.2 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.